Event description:
Covidien received info stating that an 840 ventilator's lower display was erratic. There was no pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and backlight printed circuit board (pcb). The cse also downloaded the ak software. The unit passed all tests and calibrations per the service manual. Covidien ref.: (B)(4).